Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not calibrate after attempting to for 5 minutes and so would not display the hemodynamics. It was reported that the pump was replaced with another to continue therapy and that the initial pump was taken to their biomed department. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Patient height: 170cm. H3 other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not calibrate after attempting to for 5 minutes and so would not display the hemodynamics. It was reported that the pump was replaced with another to continue therapy and that the initial pump was taken to their biomed department. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not calibrate after attempting to for 5 minutes and so would not display the hemodynamics. It was reported that the pump was replaced with another to continue therapy and that the initial pump was taken to their biomed department. No patient harm, serious injury or adverse event was reported. Gfe was raised for the service order (so) but not available, complaint needs to investigate once so available. Unit cleared for clinical use is unknown. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.